Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous proximal left anterior descending artery (lad). A 5f non bsc guide catheter was engaged in the right coronary artery then a non bsc guide wire failed to cross the lesion. Another non bsc guide wire crossed the distal left anterior descending artery. A non bsc 2.0mmx15mm balloon catheter pre-dilated the lesion at 12atm and 14atm. A promus element, mr, 3.50x20mm stent was deployed in the target lesion. The promus element stent delivery system was pulled proximal and inflated to 14atm then removed from the patient. Blood was noted in the balloon and a pinhole rupture was noted approximately 1cm distal to the proximal marker band. Angiography was performed which confirmed; the promus element stent was dilated and no additional dilation was necessary. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous proximal left anterior descending artery (lad). A 5f non bsc guide catheter was engaged in the right coronary artery then a non bsc guide wire failed to cross the lesion. Another non bsc guide wire crossed the distal left anterior descending artery. A non bsc 2.0 mm x 15 mm balloon catheter pre-dilated the lesion at 12 atm and 14 atm. A promus element, mr, 3.50 x 20 mm stent was deployed in the target lesion. The promus element stent delivery system was pulled proximal and inflated to 14 atm then removed from the patient. Blood was noted in the balloon and a pinhole rupture was noted approximately 1 cm distal to the proximal marker band. Angiography was performed which confirmed; the promus element stent was dilated and no additional dilation was necessary. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was not tightly wrapped and was subjected to positive pressure. There were traces of solidified contrast media present inside the balloon and the inner lumen. The device was attached to an encore inflation unit and an attempt was made to inflate the balloon to its rated burst pressure, however it was not possible to inflate the balloon. The device was then immersed in warm water in order to dissolve any buildup of solidified contrast media. A second attempt was made to inflate the balloon, however this was unsuccessful. The hypotube was kinked 530mm distal to the strain. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).